Event description:
It was reported that the patient experienced pulse-less cardiac arrest. The patient died. After the patient was discharged from a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure the patient experienced pulseless cardiac arrest the same day at home. Resuscitation was attempted in the field, but the patient died. Neither an autopsy nor death certificate is available for the patient, so the official cause of death is not known. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.